Event description:
Boston scientific received information that the patient experienced syncope during an event. The clinician contacted boston scientific technical services (ts) to discuss the quick convert option on the device. It was noted that anti-tachycardia pacing (atp) was delivered and accelerated the rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.